Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 155 mg/dl. The customer stated that he has been suffering from depression and is taking medications as a result. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product thas been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.